Event description:
The article, "safety of transesophageal echocardiography guided cardioversion among patients with left atrial appendage occlusion without anticoagulation", was reviewed. The article presented a retrospective, single-center study on the safety of an institutional algorithm designed to standardize preprocedural imaging and antithrombotic strategy in patients with prior eft atrial appendage occlusion (laao) who are not on oral anticoagulation (oac) before or after direct current cardioversion (dccv). Devices included in the study were watchman flx, watcman 2.5, amplatzer amulet, atriclip, and lariat. The article concluded that an algorithm-guided approach may be helpful to balance the risk of thromboembolism and bleeding events in this high-risk population. It is important to note the limited power given the rarity of dccv-associated cardioembolic complications and available sample size. Prospective, multicenter investigation is needed to validate this tee-guided strategy and the incidence of adverse events. [The primary and corresponding author was sachin aggarwal, vanderbilt university school of medicine, 1161 21st ave s # d3300, nashville, tn, USA, with corresponding email: sachin.aggarwal@utsouthwestern.edu]. The time frame of the study was from 01 january 2020 to 31 july 2024. A total of 87 patients were included in the study, of which 16 (18%) received an abbott device. The average age was 77.2 years and the majority gender was male. Comorbidities included prior coronary artery disease, prior percutaneous intervention, prior coronary artery bypass graft, hypertension, diabetes mellitus, cerebrovascular accident, myocardial infarction, peripheral artery disease, atherosclerotic disease of the aorta, chronic renal insufficiency, liver disease, major bleeding, obstructive sleep apnea, chronic obstructive pulmonary disorder, tobacco use, heart failure, and atrial fibrillation ablation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: safety of transesophageal echocardiography guided cardioversion among patients with left atrial appendage occlusion without anticoagulation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including prior coronary artery disease, prior percutaneous intervention, prior coronary artery bypass graft, hypertension, diabetes mellitus, cerebrovascular accident, myocardial infarction, peripheral artery disease, atherosclerotic disease of the aorta, chronic renal insufficiency, liver disease, major bleeding, obstructive sleep apnea, chronic obstructive pulmonary disorder, tobacco use, heart failure, and atrial fibrillation ablation. Complications reported included unexpected medical intervention (medication), thrombosis/thrombus, peri-device leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: safety of transesophageal echocardiography guided cardioversion among patients with left atrial appendage occlusion without anticoagulation